Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed 20cm distal to the is-1 connector pin that the lead body was found squeezed and deformed. In this region the inner insulation was found ruptured, which is assumed to be the root cause of the reported lead failure. These damages most likely resulted from a tight suture sleeve. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead failure discovered during the consultation 6 months after the implantation. The lead was explanted and a new one was implanted.